Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump and assisted them in doing so. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. They were advised to contact technical support again if the issue returned, which the customer understood and acknowledged.